Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump got wet at the water park and alarmed critical error with book. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.